Event description:
It was reported that one of the lines of an amia automated pd cycler set ¿came apart from the cassette inside the cassette door¿ which resulted in a leak. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was connected at the time of the event. The leak was further described as ¿little liquid inside the door and on the floor¿. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.